Event description:
When cap was taken off of needle, needle was noted to be bent. Needle was not utilized on a human. Manufacturer response for intramuscular needle, safety glide injection needle (per site reporter): equipment failure reported manufacturer. Awaiting response.